Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that low impedances, increased thresholds and oversensing were detected on this right ventricular lead. No adverse patient effects were reported. The lead was not returned to biotronik. The implant date was not provided and no mention of any sort of explant or intervention was made. It is believed this lead remains implanted.